Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet wake/sleep button became progressively unresponsive since training, with no haptic feedback and no screen response, requiring multiple attempts to unlock and persisting after a restart. Symptoms included device nonresponse to the wake command. Outcomes included replacement of the ilet and return of the original device, with instructions provided for shutdown, data sync to the mobile app, use of cgm via dexcom app or receiver, and acknowledgment that data would not transfer to the replacement. Investigation included customer troubleshooting and device replacement logistics and inspection of the returned device. Investigation of this device revealed a hardware failure involving the wake/sleep button that impaired normal user interface function. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the wake/sleep button.